Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of microhyphema, anterior chamber shallow, stent angle is appositionally closed, and hypotony; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient underwent a combined cataract and stent implantation procedure. At postoperative week 1, patient had developed microhyphema and had an anterior chamber (ac) that was shallower than the unoperated phakic eye, though not a true grade 1 shallow ac. Gonioscopy revealed visible parts of the stent, but over 80 percent of the angle was appositionally closed, likely due to numerical hypotony. Preoperatively, the angle was wide open, and the implantation had been uneventful. The axial length of the eye measured 25.3 mm. Patient had been slightly above target on one drop preoperatively. Additional information confirmed that the patient was doing well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).